Manufacturer narrative:
Details of complaint: the monitor tech reported they were having issues with the telemetry transmitters momentarily losing connection with the central nurse's station (cns) for 5-10 seconds. The cns tiles did not show signal loss or comm loss but rather a flat line on the ECG. This was happening with other cns monitors as well as remote network stations (rns) while attempting to troubleshoot the issue. Investigation summary: nihon kohden technical support (nkts) performed troubleshooting steps with the onsite biomedical engineer (bme). Nk ts requested they cycle the power for the two (2) network switches in the facility. The root cause is determined to be the facility's network environment. The bme stated that the network switch was replaced. Review of the serial number history shows a recurrence of the issue (ticket (B)(4)).

Event description:
The monitor tech reported that they have been having issues with telemetry transmitters that seem to momentarily loose connection with the central nurse's station (cns) for 5-10 seconds. The tiles on the cns do not show any signal loss or communication loss but they see a flat line on the ECG and the with telemetry transmitters resume monitoring after 5-10 seconds. This was happening with other cns monitors at the hospital as well. On the evening of (B)(6)2020, it happened with 2 telemetry transmitters in room 1005 and 1004. The monitor tech was unable to leave the room to troubleshoot. On (B)(6)20, the biomedical engineer (bme) noted that they rebooted the cns and the multiple patient receiver (org) for the telemetry transmitters but the issue persists and also started to notice communication loss on the remote network stations (rns). Nihon kohden technical support recommended to go to the network server closet and to power cycle the media converters for the cnss and the rnss to see if the that will resolve the customer issue. We have contacted the customer to confirm if this resolved the issue but have not received a response yet. No patient harm reported.

Manufacturer narrative:
The monitor tech reported that they have been having issues with telemetry transmitters that seem to momentarily loose connection with the central nurse's station (cns) for 5-10 seconds. The tiles on the cns do not show any signal loss or communication loss but they see a flat line on the ECG and the with telemetry transmitters resume monitoring after 5-10 seconds. This was happening with other cns monitors at the hospital as well. On the evening of (B)(6) 2020, it happened with 2 telemetry transmitters in room 1005 and 1004. The monitor tech was unable to leave the room to troubleshoot. On (B)(6) 2020, the biomedical engineer (bme) noted that they rebooted the cns and the multiple patient receiver (org) for the telemetry transmitters but the issue persists and also started to notice communication loss on the remote network stations (rns). Nihon kohden technical support recommended to go to the network server closet and to power cycle the media converters for the cnss and the rnss to see if the that will resolve the customer issue. We have contacted the customer to confirm if this resolved the issue but have not received a response yet. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: telemetry transmitters, multiple patient receivers, and the remote network stations (rns) were used in conjunction with the cns. No device model or serial was provided.

Event description:
The monitor tech reported that they have been having issues with telemetry transmitters that seem to momentarily loose connection with the central nurse's station (cns) for 5-10 seconds. The tiles on the cns do not show any signal loss or communication loss but they see a flat line on the ECG and the with telemetry transmitters resume monitoring after 5-10 seconds. This was happening with other cns monitors at the hospital as well. On the evening of (B)(6) 2020, it happened with 2 telemetry transmitters in room 1005 and 1004. The monitor tech was unable to leave the room to troubleshoot. On (B)(6) 2020, the biomedical engineer (bme) noted that they rebooted the cns and the multiple patient receiver (org) for the telemetry transmitters but the issue persists and also started to notice communication loss on the remote network stations (rns). Nihon kohden technical support recommended to go to the network server closet and to power cycle the media converters for the cnss and the rnss to see if the that will resolve the customer issue. We have contacted the customer to confirm if this resolved the issue but have not received a response yet. No patient harm reported.